Event description:
Additional information was received that the rv lead was explanted and replaced to resolve the event.

Event description:
During remote follow up, failure to capture was observed on the right ventricular (rv) lead. An x- ray imaging was performed and the rv lead was found to be dislodged. A revision of the rv lead is planned. No intervention has been performed. The patient was stable.